Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: v030207, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 3389s-40, lot#: v030207, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. Product ID :3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: v030207, ubd: 19-jan-2010, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: v030207, ubd: 19-jan-2010, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 21-mar-2022, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 21-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection at the pocket site, along the neck near the extensions, and the skin was eroded near the stimlocs. The patient's system was removed. The issue was resolved. No further complications were reported/anticipated.